Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the connecting tube to cylinder was broken and there are some deposits on the cylinder body. The reservoir tube was cut during explant.

Manufacturer narrative:
A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed the detachment sites of the non-sterilized strain relief of the pump and the strain relief of cylinder 2 to be rough and irregular, indicating sufficient stress(s) was exerted to separate the site. A separation was noted in the bladder of cylinder 2. Testing revealed this to be a site of leakage. The separation appeared smooth indicating contact with sharp instrumentation. A crease mark was noted in the bladder of cylinder 2. Testing revealed this not to be a site of leakage. Partial separations within abrasion were noted in the inlet tube of the pump. Testing revealed these not to be sites of leakage. No functional abnormalities were noted with the pump, cylinder 1, or the reservoir. Based on previous quality simulations, the examination of the returned product and the reported information, quality concluded that the rough and irregular surfaces associated with the detachment sites of the non-serialized strain relief of the pump and the strain relief of cylinder 2 indicate that sufficient stress(s) may have been exerted to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 0936197. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.